Manufacturer narrative:
The user experienced hypoglycemia resulting in hospitalization while using the ilet. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed a hypoglycemic event on the reported date following a more than usual meal announcement delivered late relative to a rising glucose level. Review of glucose trends showed significant variability on the day prior to and the day of the event, consistent with overtreatment of hypoglycemia. The reported dietary change further contributed to the meal dose being excessive for the carbohydrates consumed. Based on available information, the event was attributed to use-related therapy management factors, specifically incorrect meal size selection and timing, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 27-jan-2026, it was reported that the user experienced hypoglycemia following a more than usual meal announcement after a reported dietary change. The user was hospitalized for treatment; specific details regarding transport, treatment provided, and discharge date were not available. No long-term health effects were reported.